Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that after running the axsym digoxin iii assay, pt samples have been generating an error code #1118 (invalid test result, intercept too low). The customer stated that after re-centrifuging the pt samples, the same error code was generated, a result was received only after diluting the samples. There was no impact to pt management reported.